Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, on the first firing, the display blacked out. The adapter was removed but there was no response given and the display remained blacked out. Another handle was used to continue the operation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The analysis of the system logs show that the last activity was the adapter calibration, the system called for a piezo sound. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. There is a known issue in which the screen can become distorted when the audio amplifier is turned on and the subsequent changing of the ac coupling uf capacitor. The root cause of the observed condition was determined to be a result of a design error that is being addressed by a change development process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.